Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735559, serial/lot #: (B)(4), ubd: 28-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the blue cap on the cooling catheter would not lock the catheter in. Additionally, it was noted there a small puncture in the cooling tubes resulting in a leak. A second catheter and cooling tubes were used to complete the procedure. There was no reported impact on patient outcome.